Event description:
It was reported that this electrode had dislodged. Subsequently, the patient underwent a revision procedure, and this electrode was successfully repositioned. Besides intervention, there were no other adverse patient effects reported. This electrode remains in service.

Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode had dislodged. Subsequently, the patient underwent a revision procedure, and this electrode was successfully repositioned. Besides intervention, there were no other adverse patient effects reported. This electrode remains in service.